Manufacturer narrative:
The device was heavily soiled according to inadequate reprocessing. No product failures have been detected.

Event description:
It was reported that the motor does not function. The handpiece drill did not turn when pressing down the foot pedal of the motor. This error occured during the procedure and the doctor was unable to complete it. The patient underwent anesthesia had a hold had been drilled in the mouth. The patient had to return on a different day to complete the procedure.